Event description:
While attempting to defibrillate a patient who had coded, the internal paddles did not allow the defibrillator to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.